Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated motor error during basal therapy occurred. No further details are given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and the dat test or verify drive/motor anomaly due to missing retainer. The test infusion set and reservoir will not remain locked in place in the reservoir compartment due to missing retainer. No motor error alarm noted during testing. The motor was tested outside the device and passed. Unit also had a missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay.